Manufacturer narrative:
Based on the information provided it was determined that the da vinci si surgical system worked as intended, with no system malfunction having had occurred, and the system did not cause or contribute to the patient's injury. The compression injury experienced by the patient was believed to have been caused by the complex patient's pathology. On (B)(4), 2010 the surgeon stated that the patient is recovering well and has since the stent, placed for the ureter injury, removed.

Event description:
It was reported that during a da vinci si sacrocolpopexy with hysterectomy procedure, while the surgeon was dissecting the i.p. Ligaments and round ligaments, the patients ureter was found to be injured. A urologist was called into the case to perform a ureterotomy and successful anastomosis of the ureter. The procedure was delayed approximately 45 minutes for the ureter injury repair, however the planned surgical procedure was completed.